Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the chevar treatment of an abdominal aortic aneurysm. The etbf3216c145ee stent graft was successfully implanted, followed by etlw1610c156ee in the left iliac artery and etlw1613c82ee in theright iliac artery. Additionally, a non-mdt renal stent was placed in the left renal artery. It was reported approx. 5 years, 3 months post index procedure, a separation / detachment of the proximal etbf3216c145ee bare metal suprarenal stent strut and a stent fracture were observed. The patient did not undergo any intervention or treatment but was placed under close monitoring. At the time of study discontinuation, the event remained unresolved. The site assessed the the bare metal suprarenal stent strut separation as having a causal relationship to the study device and a possible relationship to the index procedure but unlikely to be related to the non-mdt renal stent. The sponsor assessed the event as having a causal relationship to the study device.

Manufacturer narrative:
B5; additional information received: it was confirmed the suprarenal stents were still connected on the right side and had detached on the left side. Mild thrombus and mild calcification were reported. No issues were noted with the endurant limbs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.